Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air was drawn from the hemostatic valve. Before switching to an octaray after removing varipulse, air was drawn from the hemostatic valve of vizigo. The procedure was continued as it was and successfully completed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air was drawn from the hemostatic valve. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A back pressure test was performed, and leakage from the handle area was observed. A supplier investigation was requested and it was concluded that the leakage was caused due to the shaft being broken inside the handle. A device history record was performed for the finished device batch number, and no internal actions were identified. The air backflow in valve issue reported by the customer was confirmed due to the leakage observed. The root cause of the leakage is the broken shaft at the handle area, however, the root cause of the broken shaft could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: provide continuous heparinized saline infusion while the sheath remains in the vessel; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-sep-2025, additional information was received indicating a ¿fkd rf needle for atrial septum¿ was used during the procedure. On 22-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Correction: it was noticed the following information was inadvertently omitted from the 3500a initial medwatch report: ¿the physician did not perform any maneuvers to eliminate the air bubbles, the catheter was continued to be used until the end of the procedure. No air was introduced to the patient and the patient has not exhibited any neurological symptoms since the procedure. No medical intervention was required.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).